Event description:
It was reported that a physician attempted arteriotomy closure of a moderately calcified left common femoral artery after a contralateral stenting procedure in the right superficial femoral artery (sfa). Reportedly, a cuff miss occurred. The device was removed and a second proglide was used with the same results. Hemostasis was achieved inserting a sheath and manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number. (B)(6). It was reported that the proglide device was used in a moderately calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted the investigation of the reported event. Without device analysis a conclusive cause of the reported cuff miss could not be determined. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. User technique, such as failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a lot specific product quality deficiency.